Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the ra lead was explanted one day post implant. No additional information was available at this time.